Event description:
A lead issue was reported. Fluoroscopy found one of the rv conductor cables outside of the lead body between the rv and svc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states that the lead was explanted.